Event description:
The customer states that pt aeroset ict module results generate acceptable results at the beginning of the day but then begin drifting low over time. For example, one pt generated results as follows: sodium = 119 meq/l, potassium = 3.8 meq/l, and chloride = 107 meq/l. The sample was then tested on another aeroset analyzer in the lab and generated the following results: sodium = 144 meq/l, potassium = 3.8 meq/l, and chloride = 107 meq/l. The customer states that no suspect results have been reported from the lab and that controls remain within specifications. The customer performed several suggested troubleshooting procedures and pt results then began generating higher than expected results. An initial service call did not resolve the issue and the customer is requesting field service to return. There is no impact to pt management reported.